Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position using a transfemoral approach, the delivery system appeared "looped" outside of the esheath perforating through the sidewall of the sheath. While the valve was still in the default position and crimped onto the delivery system, the team noticed the valve stopped advancing while visualizing the esheath plus tip and wire in the left ventricle wire. Upon panning down to visualize, the patient immediately became hemodynamically unstable, and CPR was initiated. Through imaging the team visualized an aortic dissection/perforation, and the patient was brought to the or for emergency surgery. During post procedure review, part of inflow frame appeared to be slightly bent, although it is unclear when this occurred. The patient expired later that evening.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. During manufacturing mitigation difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment. Although the esheath plus was used in this case, the product risk assessment remains applicable as there are no significant changes related to the sheath shaft. In addition, review of work order revealed that the manufacturing mitigations/controls for the s3 ultra valve remains the same regardless of esheath or esheath plus configuration. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery was provided and reviewed: tortuosity and calcification were present in the patient's access vessels. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. The complaint for frame damage was unable to be confirmed as the device. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU and training manual revealed no deficiencies. As reported, "while the valve was still in the default position and crimped onto the delivery system, the team noticed the valve stopped advancing", and "the delivery system appeared 'looped' outside of the esheath perforating through the sidewall of the sheath." Additionally, per the event details, 'during post procedure review, part of inflow frame appeared to be slightly bent.' As revealed through anatomical imagery review, the patient's access vessels were characterized by calcification and tortuosity. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,' 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,' and 'do not over-manipulate the sheath at any time.' The presence of calcification and tortuosity can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. If excessive force was applied to overcome the associated resistance (as delivery system/valve stopped advancing, it indicates resistance) it could result in frame damage (e.g. Bent inflow) and subsequently tear through the sheath liner as reported. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment had previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. In this case, available information suggests that patient factors (tortuosity and calcification) and/or procedural factors (excessive device manipulation) may have contributed to the reported event. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. In this case, there was no allegation or indication a device malfunction contributed to this adverse event of aortic dissection/perforation. Investigation results suggest/indicate the cause of the aortic dissection is unknown. However procedural factors (device manipulation) and/or patient factors (calcification and tortuosity in the aorta) may have contributed to the event and eventual patient expiring.